Event description:
It was reported that the patient experienced pericardial effusion and cardiac decompensation. Post-procedure and prior to patient discharge after a pulse field ablation (pfa) procedure using a farawave catheter a trace effusion was found on routine intracardiac echocardiography (ice) imaging. Later on, the patient decompensated and pericardiocentesis was performed. This intervention extended the patient's hospitalization. It was believed, but not confirmed, that the non-boston scientific ice catheter perforated during left atrium (la) access during the procedure, though no perforation location was found. The patient fully recovered and was discharged from the hospital. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.